Event description:
Allegedly, patient was revised due to aseptic loosening stem; infection; lysis stem; pain revision njr number: (B)(4); side:l; primary asa: p2 - mild disease not incapacitating; mhra reference no: (B)(4).